Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6). (B)(4). It was reported that on (B)(6) 2026, a 25mm epic max valve was implanted in the patient. On the third operative day, the patient presented with symptomatic complete atrioventricular (av) block. Initially a temporary pacemaker was implanted and finally a permanent pacemaker was implanted on (B)(6) 2026.